Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of death and mitral stenosis, as listed in the mitraclip nt system (g2) japan instructions for use, are known possible complications associated with mitraclip procedures. Per physician, the event was unrelated to the mitraclip and unrelated to a device malfunction. The investigation determined the reported death issue appears to be related to patient conditions. A cause for the mitral stenosis cannot be determined. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The mitraclip remains implanted and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to an elevated mmitral mean pressure gradient. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with functional mitral regurgitation (mr) grade 4+, primary jet a2p2, mitral leaflet calcification and mitral leaflet tethering. One mitraclip (cds0502, 80202u278) was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2019, a follow-up echocardiogram was performed. The mr remain grade 1+ and the mean mitral valve pressure gradient was 6mmhg. On (B)(6) 2019, the patient was hospitalized due aging related issues including a loss of appetite, and left ventricular desynchronization. A cardioverter/defibrillator was implanted as treatment. On (B)(6) 2019, the patient expired. Per physician, the left ventricular desynchronization and death was unrelated to the mitraclip. There was no device malfunction. No additional information was provide regarding this issue.